Event description:
It was reported that the patient experienced a high rising artificial urinary sphincter (aus) pump. It was indicated that the length of the tubing partially influenced on the pump riding high; however, it was also related to the patient not pulling down on the pump during the healing process. A revision surgery was performed in which the existing pump was repositioned, and the tubing was trimmed. There were no patient complications.